Event description:
The customer reported that the system displayed a communication error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation and was unable to duplicate the reported problem. The power supply was adjusted. The system was tested and found to be working as intended and put back into svc.